Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, crease fold, and missing on posterior (0-25%) . Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken crease, wear abrasion, and stress marks. Based on the device analysis the final assessment was a sharp broken crease pattern of on patch bond edge side of shell assessed as fold flaw opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Additional report of "pulmonary embolism" with medication treatment; this event is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and capsular contracture, baker grade unknown. (B)(4).

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Additional report of "pulmonary embolism" with medication treatment; this event is not related to the device. Device has been explanted.